Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism and deep vein thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent deployment of an inferior vena cava (ivc) filter due to development of deep vein thrombosis and anticoagulants contraindicated due to recent intraparenchymal hemorrhage after a fall and need for pulmonary embolism protection. Access was gained was via the right common femoral vein without incident. The ivc filter deployed at the infrarenal position with no evidence of migration or extravasation. Patient was discharged to a long-term acute care hospital on post-deployment day four on lovenox. Approximately six days post ivc filter deployment, ultrasound of the upper extremities showed a superficial thrombosis in the left upper extremity, and remaining thrombus in the bilateral lower extremities, including the bilateral common femoral veins, profunda femoris veins, proximal, mid, and distal femoral veins, the popliteal vein, and the posterior tibial vein, and peroneal veins. There was also thrombus in the bilateral saphenous veins. In some areas, the thrombus appeared to be partially occlusive. A ventilation scan also showed a possible concern for pulmonary embolus; however, no record confirmed this as a final diagnosis. Patient was discharged to rehab from the long-term acute care hospital approximately ninety days post-ivc deployment. Approximately one year one month post ivc filter deployment, a venous doppler of the right lower extremity showed acute appearing thrombi, right superficial femoral vein and popliteal vein; however, no treatment information is found. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, it cannot be confirmed that the patient experienced pe post deployment. The investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2019), (manufacturing date: 06/2016).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent deployment of an inferior vena cava (ivc) filter due to development of deep vein thrombosis and anticoagulants contraindicated due to recent intraparenchymal hemorrhage after a fall and need for pulmonary embolism protection. Access was gained was via the right common femoral vein without incident. The ivc filter deployed at the infrarenal position with no evidence of migration or extravasation. Patient was discharged to a long-term acute care hospital on post-deployment day four on lovenox. Approximately six days post ivc filter deployment, ultrasound of the upper extremities showed a superficial thrombosis in the left upper extremity, and remaining thrombus in the bilateral lower extremities, including the bilateral common femoral veins, profunda femoris veins, proximal, mid, and distal femoral veins, the popliteal vein, and the posterior tibial vein, and peroneal veins. There was also thrombus in the bilateral saphenous veins. In some areas, the thrombus appeared to be partially occlusive. A ventilation scan also showed a possible concern for pulmonary embolus; however, no record confirmed this as a final diagnosis. Patient was discharged to rehab from the long-term acute care hospital approximately ninety days post-ivc deployment. Approximately one year one month post ivc filter deployment, a venous doppler of the right lower extremity showed acute appearing thrombi, right superficial femoral vein and popliteal vein; however, no treatment information is found. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, it cannot be confirmed that the patient experienced pe post deployment. The investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2019). (Manufacturing date: 06/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism and deep vein thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.